Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended, however, the oversensing was not frequent and the physician elected to not make any changes at this time. Follow-up will continue.